Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site exposing the components. Physician prescribed antibiotics. Physician brought the patient into the or 8 days later, removed the ipg, irrigated the ipg pocket, placed a new ipg in an antibacterial tyrx pouch, re-sutured, and closed.

Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician prescribed antibiotics. Physician brought the patient into the or three days later, evacuated the hematoma, and closed.